Event description:
A pump declared alarm 20 was reported during pumping. There was no reported adverse impact to the customer's blood glucose level. Despite assistance from technical support in loading a new cartridge, the cartridge alarm recurred, preventing the resumption of insulin therapy. As a result, the pump needed replacement, and since it was under warranty, technical support arranged for a replacement pump. The customer was informed on how to use manual injections as a backup method and was instructed on how to store and return the faulty pump with a pre-paid shipping label.